Event description:
Metal shavings noted in left knee during arthroscopy. Physician stated shavings were noted in the area where the slotted whisker blade had been used. At the conclusion of the procedure, both blades used were visually examined. User noted a possible discoloration of distal shaft near the proximal end of opening. This was called to the attention of the sales rep at time the blades were given to him.